Event description:
A customer contacted baxter's technical service center to report a problem with the homechoice (hc) machine in day dwell 1 of 1. Per the initial report, the home patient (hp) stated that the hc machine was "smoking" after hearing a "clicking noise." The technical service representative (tsr) instructed the hp to unplug the cord from the back of the hc machine and wall outlet and requested to the hp not to attempt to use the device. The tsr made arrangements to swap the hc machine. The hp would contact their peritoneal dialysis registered nurse (pd/rn) or medical doctor (md) for assistance with programming of the new hc machine. There was no patient injury or medical intervention indicated at the time of the initial report.